Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support sent a replacement pump to the customer, who acknowledged understanding the need to return the faulty pump and program settings into the new pump. The customer will use multiple daily injections as a backup therapy and was informed about the updated software in the replacement pump.